Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not communicating and was offline in rss. The customer reported that the station remained offline and displayed critical override mode. The station was rebooted multiple times; however, the issue persisted, and the station continued to remain offline. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. The field service engineer (fse) was informed onsite that construction had occurred in the area the previous night. Coordination was completed with the information technology team, and it was identified that the network ports were not functioning. A network cable was routed from another room, after which the device was successfully connected and communication was restored. The system functioned as intended after field service engineer repaired the device.